Event description:
It was reported the patient presented with stiffness within the knee, abundant synovitis, and patellar mal-tracking. A left knee revision was performed to replace the femoral component and the poly. The tibia was left in situ and the patella was found to track well with no-touch technique.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, related to (B)(4). Based on the limited information provided, the failed locking mechanism was likely related to the procedure to implant the s&n device and not due to the s&n device itself. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.